Event description:
According to the physician, the acid reflex was due to external factors unrelated to vns therapy. No additional relevant information has been received.

Event description:
The patient's mother later reported that the patient's initial infection a month after implant cleared up with medications. Then, on (B)(6) 2023, the infection presented on the other side of the patient's neck. The medications prescribed to the patient for this second infection did not clear it, so the patient had the incision re-opened and flushed on (B)(6) 2023. This helped to resolve the infection. No other relevant information has been received to date.

Event description:
It was reported that the patient's family doctor suggested that they had a minor infection and prescribed antibiotics. Their epileptologist suggested that the event appears to be surgical, and not related to stimulation. All output currents were set to 0ma to allow the patient to heal before turning the device back on. The patient is scheduled to see neurosurgery for a post-op evaluation in a few weeks. Information was later received that the noted infection was not confirmed. It was a potential infection at the neck incision only. The epileptologist suggested that there may have been a minor infection early on in healing, but there is no infection now. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803. The medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
B5. Corrected event description, supplemental #1 report: inadvertently spoke about acid reflux without context and with incorrect spelling.

Event description:
It was later reported that the patient had post surgical acid reflux that has not resolved since the implant procedure. Their physician reports that the acid reflux is related to external factors, not vns.